Manufacturer narrative:
A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. There were no sample was returned to manufacturing site, but a photograph was provided by the customer. The photograph was examined and a cross spike leaking from the tubing line was confirmed. The root cause can be attributed to the manufacturing process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports; the enteral feeding set was leaking diet 5 minutes after installation.